Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor display text and values were garbled (displaying text and numbers at wrong locations on the screen making it difficult to read), was inconclusive as no product was returned. Restarting the system monitor fixed the screen; the system was reported to be operating properly after the restart. The customer kept the unit in use. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor was built in apr2018. The packaged system monitor was placed into inventory on 09may2018. The unit was shipped to the customer on 05jun2018. There were no previous services. Per the device build records, the unit had ver 7.32 software. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b setting up the system monitor for use with the power module) and the heartmate 3 lvas IFU (rev b system monitor). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had different numbers and figures showing up in the wrong places and covering the pump speed numbers. The monitor was reset and the issue resolved.